Event description:
It was reported that during a laparoscopic gastric bypass procedure the shears experienced a solid tone. Another shear was opened and the procedure was completed without patient consequence.